Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol composix mesh on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the composix mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k) #). This supplemental emdr represents the bard/davol mesh - ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralex st(device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the composix mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2013 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿ the hernia sac was identified and dissected. A ventralex mesh (device #1) was placed over the fascial defect and sutured.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿ in the left upper quadrant, adherent omental tissues were removed. The mesh (device #1) was seen dislodged from the implant site. The mesh (device #1) was resected and sutured. A large ventralex st mesh (device #2) was placed over the defect in the abdominal wall and tacked.¿ on (B)(6) 2021 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic converted to open repair with implant of ventralex st mesh (device #3). Per operative notes, ¿adhesions were removed. Recurrent hernia defect was noted and removed. The mesh (device #2) was intact with tacks. A large ventralex st mesh (device #3) was placed over the hernia defect and sutured and tacked.